Event description:
The account reported the brake casters are not holding. The bed was located in the bed shop at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician investigated and found the brake casters were not holding in brake mode, the brake casters ratchet. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.